Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: pt implanted on (B)(6) 2011 with construct was discovered to have four locking caps loose. Pt was returned to operating room on (B)(6) 2012 and hardware was removed. Pt was not revised to any new hardware. This is 3 of 4 reports for this complaint.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is entering the complaint system.